Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient threw up and then collapsed in summer 2022, was found by a friend and admitted to hospital with a glucose value of 1700 mg/dl. The patient was resuscitated four times. Afterwards, she was in coma and hospitalized for eight weeks. The patient stated that there is no malfunction of the insulin pump, but that she did not use the pump in the correct way and that she stopped to deliver insulin. The patient has not used the insulin pump since that time, but stopped pump therapy and switched to insulin pen therapy.

Manufacturer narrative:
Correction - d4 catalog no and unique identifier were updated based on the returned product.